Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of three reports for this reported event. (B)(4).

Event description:
A nurse reported that multiple knives were used during separate cataract surgeries after which retained metal shavings were observed in the patient's eye post-operatively. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the particles were irrigated from the patient's eye incision as best as possible. It was confirmed that there was no immediate harm to the now identified patient. Additional information received further clarified that not all particles were removed from the incisions with irrigation and that particles are seen in most cases at one week post-op.